Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient passed away due to pneumonia and sepsis on (B)(6) 2021. Source of infection was reported bronchoscopy culture. No autopsy performed. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the device and the report of infection and death could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection and death have been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.